Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker (pm) exhibited noise over-sensing. Programming changes were made. Patient condition was stable.